Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous blood glucose (bg) levels (highest of 560 mg/dl) with trace ketones. Supply changes were performed and insulin was delivered via the pump and manual injections to address bg level. System check was performed with tandem technical support and verified that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.